Event description:
Implant failed due to part does not fit. 14.06.2024 08:07:46 cet (5025281). Correction. It is malfunction: the implant malfunctioned due part does not fit. The malfunction did not cause or contribute to a death or serious injury.